Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 7.4mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected motor error alarms noted. Passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and motor test. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.